Event description:
A sales representative reported that they tried to use a proseal a couple of times in a patient, but could always hear an airway leak and had to replace it with another. It was reported that there was no patient injury or problem. The user facility returned the lma for evaluation. No further information is expected.